Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported suspected rupture and grade IV capsular contracture. Pathology report states 'periprosthetic capsule: fibrosis and chronic inflammation, with granulomatous reaction to foreign body'. Device has been explanted and replaced with non-allergan brand. Record relates to the right side.

Event description:
Healthcare professional reported, suspected rupture. And grade IV, capsular contracture. Pathology report states, 'periprosthetic capsule: fibrosis and chronic inflammation with granulomatous, reaction to foreign body'. Device has been explanted and replaced with non-allergan brand. Record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed, as fold flaw opening. Capsular contracture-breast: unable to observe, since it is not related to the device. Granuloma-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV" and "granuloma" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Granuloma, rupture.

Event description:
Healthcare professional reported, suspected rupture. And grade IV, capsular contracture. Pathology report states, 'periprosthetic capsule: fibrosis and chronic inflammation, with granulomatous reaction to foreign body'. Device has been explanted and replaced with non-allergan brand. Record relates to the right side.